Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected h.3 device evaluated by manufacturer, h.6 investigation conclusions and investigation findings. Added new information to d.9 date returned to manufacturer and h.6 type of investigation. The device was returned to edwards lifesciences for evaluation and the following was observed. Valve frame cut and distorted. Leaflets cut/damaged. Tissue growth on leaflets and skirt. X-ray revealed presence of calcification on the leaflets. Imagery was provided from the site and revealed the following: tissue growth appears to be present on explanted valve. Leaflets appear damage and frame cut and distorted. A review of the risk management documentation was performed, and no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. Through extensive complaint investigations, structural valve degeneration related to calcification for the sapienxt, s3, s3u, and s3ur valves have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to patient factors (age, disease state, patient co-morbidities, and/or pharmacological intervention). The complaint was confirmed based on the evaluation of the returned device. The process of calcification involves the reaction of calcium-containing extracellular fluid with membrane-associated phosphorus, causing calcification of the cells. Many patient-related factors can contribute to the onset and propagation of calcification, and consequently, structural degeneration of the thv. These factors include age, disease state, patient co-morbidities, and/or pharmacological intervention, such as, but not limited to, renal failure, hemodialysis, hypercholesterolemia, hyperlipidemia, hypothyroidism, diabetes mellitus, etc. It is possible that one or more of these factors may have been present; however, due to limited information provided, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported, a 20mm sapien 3 valve was implanted in the aortic position. Following the procedure, the patient was placed on antiplatelet therapy consisting of aspirin (ass) and clopidogrel. At the 30-day follow-up, echocardiography showed a mean transvalvular gradient of 20 mmhg, and CT angiography revealed no evidence of hypoattenuated leaflet thickening (halt). Subsequent echocardiograms demonstrated mean gradients ranging from 21 to 26 mmhg. Due to elevated gradients, warfarin therapy was initiated; however, the patient was unable to tolerate this anticoagulant and was transitioned to apixaban for a period. Warfarin was later reintroduced successfully. At four years and five months post-implantation, a follow-up echocardiogram revealed a significantly increased mean gradient of 48 mmhg, along with leaflet thickening and restricted mobility. CT angiography confirmed the presence of halt and valve thrombosis, which did not resolve with anticoagulation therapy. The patient presented with progressive fatigue during minimal exertion. Leaflet calcification was noted, and after multidisciplinary discussion, surgical intervention was scheduled due to the high risk of coronary occlusion associated with a tavi-in-tavi approach. As per medical opinion, the perceived root cause of valve thrombosis was unclear. However, it might have been related to the small size of the ring and the absence of post-dilation during the procedure.

Manufacturer narrative:
The investigation is ongoing. Per the instructions for use (IFU), valve thrombosis is a potential risk associated with the use of the transcatheter heart valves (thv). Use of the sapien transcatheter heart valves (all models) is contraindicated in patients who cannot tolerate an anticoagulation/antiplatelet regimen. In addition, it warns that valve recipients should be maintained on anticoagulant/antiplatelet therapy, except when contraindicated, as determined by their physician. Thrombosis is a rare and well-recognized complication associated with the use of bioprosthetic heart valves. Valve thrombosis is the formation of significant blood clots forming on the valve. Potential patient risk factors such as atrial fibrillation, systemic disease (e.g., systemic lupus erythematosus, inflammation, and damage to various body tissues, including joints, skin, kidneys, heart, lungs, blood vessels, and brain),pharmacological therapies that quickly increase hemoglobin levels, the valvular disease itself, and reduced cardiac ejection fraction can contribute to increased risk of thrombus/thrombosis. Sub-optimal anticoagulation during the procedure and underlying patient conditions can also result in increased thrombogenicity. These patients are anticoagulated for the procedure and interventional best practices mandate meticulous preparation, aspiration, and flushing of the devices to prevent and/or remove clot(s). Short-term anticoagulation therapy may also be necessary after valve repair, anticoagulation is prescribed per institutional guidelines. Intra-procedural intra-cardiac thrombus and post- procedure or late valve thrombosis are complex processes triggered by the interaction between the host and the device which are highly variable among patients. It is the natural tendency of the body to form a clot on foreign objects in the vascular space and a definitive root cause cannot always be confirmed. The device training manuals instruct the operator to consider all procedural and anatomical factors. Edwards extensively trains physicians before they are qualified to use the device system. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. Operators are also instructed to use fluoroscopy in conjunction with echocardiography for optimal visualization during positioning and deployment and cautions include the maintenance of the patient's anticoagulation status (act at >250 seconds) during the procedure in order to prevent thrombosis. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest the cause of the event is unknown due to the limited information available. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected d.6 explant date. Additional information to h.11. The patient underwent surgical valve replacement and the thv valve was explanted.